Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. As noted in the impella instructions for use: impella 5.5 with smart assist. Section: potential adverse events (united states) ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿

Event description:
The complainant reported that the patient on impella 5.5 support to assist in recovery of the kidneys and stabilize the patient with lymphatic malformation and right coronary artery coronary artery disease. It was reported that the patient had three left chest hematomas which all required evacuation, multiple blood products given, and stopping heparin. It was further reported that due to complication of coagulopathy and internal bleeding from gastrointestinal bleed that was unsuccessfully resolved, the family decided to withdraw care and utilized comfort measures. The patient expired.

Manufacturer narrative:
The investigation into access site bleeding and vascular damage - peripheral vessel has been completed. The impella device was not returned for evaluation. The root cause of the access site bleeding - major was most likely patient condition related. The root cause of the vascular damage - peripheral vessel was not determined as insufficient clinical information was provided. E4 should have been left blank on manufacturer device report 1220648-2024-21879.